Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited low amplitudes on the ventricular channel during automatic testing. Technical services (ts) reviewed the reports and noted loss of capture (loc) on the ventricular channel. Furthermore, ts stated that during the automatic sensing test the device only needs to see a single sensed signal to record the value, and this could be the over sensed signal rather than the true r wave. Ts recommended to keep monitoring if the changes to the blanking period was resolved. The device remains in use. No adverse patient effects were reported.